Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: lumbar reexploration for l5-s1 hemilaminectomy and foraminotomy for decompress ion of the l5 root on the left side followed by an exploration of the fusion and then a replacement of the interbody graft and fixation device at l5-s1 on the left using interbody spacer and rhbmp-2 sponge and synthetic graft followed by a bilateral sacroiliac screw fixation with buttress screws on the existing fixation device bilaterally followed by a dorsal onlay fusion at l5-s1 bilaterally using morsellized autograft bone and rhbmp-2 sponge and tricalcium phosphate synthetic autograft; for pre-op diagnosis of: l5-s1 subsidence with foraminal stenosis from retropulsion of bone and device fragments from anterior body fusion at l5-s1 on the left, setting or subsidence of the s1 screws in the sacrum bilaterally. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.